Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional stated that the device failed twice with error code during surgery. Neither the aspiration nor the irrigation on the machine worked. The procedure type was unknown. The procedure was completed by replacing the product with new one and completely restarting the device. There was no reported information about patient impact.